Manufacturer narrative:
Sample material from the patient was received for investigation, and the customer's results were reproducible. Elevated rubella igm antibody levels may persist after natural infection and also after vaccination for a variable time period. Further tests or a combination of test methods should be done for clarification. The diagnosis of acute rubella infection may be supported by a significant increase in the anti-rubella igg titer from a first to a second sample. There was no product problem found.

Event description:
There was an allegation of false negative elecsys rubella igm results from the cobas e 801 module. The initial result was 0.501 coi (non-reactive). The customer repeated the sample with another methodology (elfa), and the result was 1.318 coi (reactive). The sample was repeated via clia methodology, and the results were 3.83 coi and 3.77 coi (reactive). On (B)(6) 2025, the repeat result was 0.577 coi (non-reactive).

Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The investigation is ongoing.